Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient checked into the ER with increased pain due in part to lost coverage of their spinal cord stimulator (scs). There are no known contributing factors. The rep tried different contacts and programs, but all made the left abdomen hurt. The patient had an x-ray, MRI, and CT scan. The issue was not resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported. Additional information was reported that they were not able to determine the cause of the patient's increased pain and loss of coverage via the MRI. An MRI was completed, but did not reveal the source of the patient's pain. The patient was reprogrammed in high density mode. It was reported the patient improved and was released from the hospital on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's increase in pain and loss of coverage was not determined. The patient's x-ray, MRI, and CT scan did not show any new concerns. The patient was reprogrammed and is feeling better. No further information was reported.